Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 383 mg/dl. The customer stated she has air bubbles in tubing. Customer was assisted with trying to prime the air bubbles out the tubing with no success and advised to use another infusion set. Customer was advised that we are sending infusion sets.